Event description:
It has been reported to philips that the flexvision monitor was shutting down unexpectedly. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor goes dark. Upon functional testing, the fse found that the mediawall was defective. The fse replaced the mediawall. After the replacement of the mediawall, the system was returned to use in good working order. The codes were updated based on the investigation outcome.